Event description:
Caller reported an occlusion alarm which occurred earlier in the day, prior to calling technical support. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin. Reportedly, the customer was using off label insulin. Technical support provided off-label insulin messaging, which the caller acknowledged.